Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) was over 600 mg/dl and customer experienced stomach pains. Customer went to the emergency room (ER) for treatment. Blood work was performed. Medication and intravenous fluids were administered. After 4 hours, customer left the ER. Customer was no longer in pain due to medication.